Event description:
While reviewing the patient's programming history in the manufacture's programming history database it was noted that when the patient came in to an appointment following implant surgery that they were at settings indicative of a incomplete diagnostics. The patient was turned on at that appointment but the off time was left at 60 minutes and the office time was not adjusted until another appointment. The incomplete diagnostic most likely occurred on that date of implant. The patient would have been left programmed off so there was no loss of therapy. It is unknown if the patient may have been intentionally been left at those settings.

Manufacturer narrative:
Analysis of programming history (if applicable).